Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 5 years and 3 months post index procedure a CT examination revealed that there was occlusion of the right limb stent graft. Per the investigator the event was considered; possibly related to the index procedure, related to re-intervention and possibly related to endurant stent graft. It was noted that the event is unresolved. No additional clinical sequelae were reported, and the patient will be monitored by the physician.